Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an unk procedure. Reportedly, the vessel locator wings would not retract after pressing the safety release button. When the device was removed the vessel locator wings were open. Hemostasis was achieved via manual compression.

Manufacturer narrative:
The device has been received. Investigation is not complete.